Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an l5-s1 anterior fusion surgery the surgeon placed the guide into the implant in the patient. Significant force was used to reduce the attachment screw to the implant, torque squeak was heard, and subsequently the screw sheared off and remained in the implant. The surgeon continued by aligning the screws manually. The surgeon was more concerned with the damage removal could cause over the risk of an adverse event from the broken component and decided it more prudent to leave the broken part insitu and continue with the case. The surgeon aligned the four screws manually as a result superior left screw was not ideally angled and did not fully penetrate the plate. The surgeon voiced that he was confident the screw was secure in the plate. No delay in surgery, no patient harm. This is report 2 of 2 for (B)(4).